Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was experiencing powers and flows at 0. This appeared to be a potential inflow cannula obstruction. A cath angio was performed that revealed limited to no flow through outflow graft (ofg). Atrioventricular valve opening every beat. A CT scan was performed with no issues noted to ofg. Patient brought back to the operating room (or) and the was hm3 exchanged. On examination a clot was noted in the inflow cannula. During the procedure the patient's right ventricle struggled after protamine was given. Their left ventricle was under filled. At that time it was determined to place a cmag rvad. Rvad and hm3 lvad stable, however this was complicated by diffuse bleeding. Patient required multiple product transfusion.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of (B)(6) confirmed pump thrombosis which would have contributed to the low flow events captured within the submitted and extracted log files. The submitted controller event log file captured the patient¿s flow operating within a stable baseline range from (B)(6) 2020. On (B)(6) 2020 the log file captured the flow steadily decreasing all the way down to 0.0 lpm at 6:20:17 where it remained for the remaining duration of the log file through 7:25:28. The extracted lvad event log file captured the patient¿s flow operating within a similar range to the controller event log file. The log file captured a similar drop in flow starting on (B)(6) 2020 down to 0.0 lpm at 6:17:48 where it remained for the remaining duration of the log file. The rotor noise increased as the flow decreased. The pump appeared to operate as intended for the duration of all of the log files. The downward trend in flow and increase in rotor noise observed in all of the log files is consistent with the pump investigation findings of thrombus within the eye of the rotor. (B)(6) was returned assembled with the pump cable severed approximately 7.5 inches from the pump header. The remainder of the pump cable, which was cut into 3 segments, and the modular cable were returned. The sealed outflow graft attachment was returned attached to the pump cover outlet port. The cuff lock was fully engaged and the apical cuff was not returned. Examination of the rotor revealed a completely occlusive, red, tissue-like thrombus seated within the eye of the rotor and through the rotor vanes. Although the deposition within the rotor was well-formed, it was not strongly adhered and did not reveal evidence of laminated layering, suggesting that it likely did not form within the pump and was ingested into the pump. The exact origin of this deposition could not be conclusively determined through this evaluation. Additionally, this deposition would have contributed to the decrease in flow observed in the retrieved lvad log files due to the occlusion of the eye of the rotor. Examination of the remaining pump blood-contacting surfaces found red, soft thrombi adhered to the textured surface of the inflow cannula as well as the pump cover outlet port. The thrombus formations were lightly adhered and appeared to have developed due to poor surface washing as the result of a low flow event or an interruption in flow through the pump, which is consistent with the low flow alarms recorded in the submitted log files and observed rotor thrombus. The thrombus depositions were sent to experimental pathology laboratories (epl) for histopathology analysis. Per the analysis, the rotor thrombus had hemorrhage with no polysegmented nucleated cells identified. All thrombus formations contained brown granular pigment and appeared to be clustered within cells interpreted as macrophages. The age of the thrombi appeared consistent with the 7 to 14 day range. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Review of the device history records showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on 11jun2020. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. This IFU lists pump thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This section also discusses anticoagulation, including recommended inr values. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7, "alarms and troubleshooting", describes all alarm conditions, including the low flow hazard alarm, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.